Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a foreign object was found inside the sterile packaging, and the surgery was completed using an alternative product. There was no patient involvement. Attempts have been made and no further information has been provided.